Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product found the sterile poly bag is discolored with a cloudy appearance. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee arthroplasty, sterile packaging for one of the implants appeared to have a white film on it. Another implant was used to complete the procedure. No adverse events have been reported as a result of the malfunction.